Event description:
The hd camera head was returned to an olympus service center with a request for autoclave sterilization with no reported complaint from the user facility. Upon inspection and testing of the returned device, error code e216 (scope communication error) was displayed. This report is being submitted for the malfunction found during the device evaluation. There was no patient involvement.

Manufacturer narrative:
The device evaluation found corrosion deposits on the exterior due to chemical/physical stress. The camera head control unit demonstrated surface defects. The camera head rotation unit was damaged. The camera head cable was dented. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for evaluation and the customer's allegation was confirmed. Based on the results of the investigation, it was found that with phenomenon, ¿autoclave sterilization was applied¿, the customer performed the wrong reprocessing. Therefore, it was determined that the phenomenon occurred due to the handling methods of the customer. Additionally, regarding phenomenon ¿e216 error (image failure), water immersion in the cable and imaging, as well as a twist and dent in the cable were confirmed. Therefore, it was determined that error e216 occurred because communication failure occurred due to a failure of the cable/charge-coupled device (ccd) (internal disconnection, short-circuit, and the like). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿do not steam sterilize the camera head. The camera head is damaged. Do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged. Olympus will continue to monitor field performance for this device.